Manufacturer narrative:
(B)(4).

Event description:
It was reported that pulse generator while still in the box experienced a diagnostic anomaly. The device was not implanted. No further information could be obtained.